Event description:
It was reported a power on reset occurred as found through the remote transmission report. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Write to locked ram por with ecc-lia conflict, address=6c5b, data=00 on (B)(6) 2011 17:23:04. Patient alert for device circuit error on (B)(6) 2011 17:23:04.